Event description:
A malfunction on the pump was reported by the caller, which occurred while the pump was charging. There was no information provided about any adverse impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction code did not recur. The customer was informed that they could continue using the pump and was advised to call back if any malfunction code reappeared; the caller acknowledged and understood these instructions.